Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that during a recanalization procedure through distal sfa and popliteal artery via contralateral groin of a non-calcified lesion, the helix allegedly broke. It was further reported that snare was used to retrieve the broken helix and viabahn stent was used in the popliteal artery. The procedure was completed using angioplasty. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure through distal sfa and popliteal artery via contralateral groin of a non-calcified lesion, the helix allegedly broke. It was further reported that snare was used to retrieve the broken helix and viabahn stent was used in the popliteal artery. The procedure was completed using angioplasty. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. The helix was broken at 53 cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. It can be confirmed that the helix was broken. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.